Event description:
On (B)(6) 2013, the patient underwent a permanent implant procedure. Impedances were normal during intra-op testing. Post-op, invalid impedance was found on one of the leads. X-rays revealed the lead had pulled out of the ipg header. As a result, the patient was sent back into the operating room for resolution. When the physician attempted to plug the lead back in it would not stay secured. The set screw was tightened to no avail. In turn, the ipg was explanted and replaced. The replacement ipg resolved the patient's issue.

Manufacturer narrative:
Eval codes: results: visual and functional testing of the ipg did not reveal any anomalies that would contribute to the complaint. As received, the setscrews in both ports were securely seated in the connector block. The setscrews functioned as designed. Various lab leads were inserted into both headers and were securely tightened using a lab torque wrench. .a lead pull test was conducted on both ports and no lead pull-out was observed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.